Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "on (B)(6) 2023 chest xray done and reported as: 'tip appears to have advanced and lies low in the svc/right atrium at the level of t 8/9. Persistent PICC was placed on (B)(6) 2023 with good placement and vessel fill capacity 4% in this vessel, placed at 1cm exit and 44cm trimmed. On (B)(6) 2023 PICC was documented to be at 1cm.".

Event description:
It was reported by the customer, "on (B)(6) 2023 chest xray done and reported as: 'tip appears to have advanced and lies low in the svc/right atrium at the level of t 8/9. Persistent PICC was placed on (B)(6) 2023 with good placement and vessel fill capacity 4% in this vessel, placed at 1cm exit and 44cm trimmed. On (B)(6) 2023 PICC was documented to be at 1cm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.